Event description:
It was reported the asymptomatic patient presented for an implant procedure. During implant, it was observed the helix on the right ventricular leadless pacemaker became elongated during tether and deflection tests. The device was replaced without issue. The patient was stable.

Manufacturer narrative:
Reported event of stretched helix was confirmed. Visual inspection showed that the helix was stretched out of specification consistent with having occurred during procedure. Electrical testing revealed normal device function.